Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Case description: an attorney reported that their client, a female (B)(6), used fixodent denture adhesive, version unk cream as her denture adhesive of choice, receiving dentures approx (B)(6) ago, and reported the following: diagnosed with neuropathy, profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc and copper depletion. Health care professional have been visited. She has and will continue to receive unspecified medical care and treatment. The case outcome was not recovered resolved. She discontinued use of the product. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, and case concerns long-term product use.